Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 19137300. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4276. Batch/lot number: 26612856. Model/catalog description: clik anchor hex wrench 3 inch. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.